Event description:
It was reported that the patient was admitted to the internal medicine of the hospital due to nausea and vomiting for more than 1 hour, and was diagnosed with pesticide poisoning and coronary heart disease. After examination, the patient was conscious, with stable vital signs and clear breath sounds in both pulmonary ducts. On may 28, he suffered from sudden shortness of breath, profuse sweating, and confusion. When inhaling pure oxygen, the oxygen saturation was 70 percent, and acute respiratory failure and suffocation were considered. Tracheal intubation and suction was performed and symptoms improved. When transferred to the ICU, the air bag was found to be deflated, and the air leaked immediately after inflating. Considered balloon rupture, so catheter was removed and reinserted, vital signs were stable. The lot number provided for the reported item number matched to a different item number. The matched item number was used for this report. No additional information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.